Event description:
It was reported via a field service rep " customer reported possible triggering issue. Unable to duplicate concern. Found fos reading low, and ap input defaulting to monitor. Possible that the triggering issue was caused by the I/o board switching to monitor if their primary signal was interrupted, unknown if that was the case. Pump was on a patient, pump was switched out with no patient harm reported".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 I/o board, the sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the I/o board was performed, and no abnormality was noted. The I/o board was installed into a known good ac3 for functional testing. The pump was powered on with no abnormalities. The system automatically defaults to the ap fos source. The fos tester was inserted and recognized correctly with audible tone, and the fos status was "ok". Pressure was increased and decreased using the fos tester to simulate a potential ap signal and the iabp correctly identified the potential signal and stayed in fos ap while the cycling continued. A patient simulator was connected to the pump and pumping was initiated in autopilot. Performed ECG, ap signal and trigger checklist and passed. The pump was left to run for over 30 minutes without any alarms or errors. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "triggering issue" is not confirmed. The returned I/o board passed visual and functional test specifications during the complaint investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Event description:
It was reported via a field service rep " customer reported possible triggering issue. Unable to duplicate concern. Found fos reading low, and ap input defaulting to monitor. Possible that the triggering issue was caused by the I/o board switching to monitor if their primary signal was interrupted, unknown if that was the case. Pump was on a patient, pump was switched out with no patient harm reported."